Event description:
It was reported by service report that the head left/right inner panels were broken and screws were sticking out of the outer panel and there were sharp edges. No patient involvement or adverse consequences are reported.